Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the weight of the device within specification, a broken shell and others, a missing piece of the shell (0-25%), and flat crease. A microscopic analysis was performed which identified a striated break on the anterior side. Based on the device analysis, the final assessment is one striated break on the anterior side assessed as surgical damage consistent with the use of a surgical tool and missing shell assessed as inconclusive.

Event description:
Healthcare professional additionally reported a rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV. Device remains implanted.